Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) while wearing the pod. It was discovered that the pod reportedly fell off from the infusion site (arm), causing the cannula to dislodge. Symptoms reported include high ketones (over 2.0) and high blood glucose (bg) levels that were not provided. The patient was treated with intravenous fluids including saline, potassium and insulin and a x-ray was given. Before going to the hospital the patient applied a new pod and it was removed at the hospital. The patient was released the next day.